Event description:
The customer called to report lost sensor alarms. The customer also stated that he was in a car accident, and was treated by the paramedics due to low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See also MFR report number 3004209178-2010-81240.